Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms and cartridge alarm 19s. The customer attempted to load multiple cartridges; however, the cartridge alarm 19 reoccurred. The customer's blood glucose (bg) level was over 600 mg/dl and a bolus of insulin was delivered to address the bg level. The customer was to contact a healthcare provider for a back-up method to manage diabetes.

Manufacturer narrative:
The reported cartridge alarm 19 was confirmed. The reported occlusion was verified in the logs; however, could not be duplicated during device testing.